Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported 79-year-old female with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The patient developed a hematoma at the impella access site. Manual pressure was used and the physician applied additional sutures.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely issue was use related as manual pressure was held and the physician applied more sutures to resolve the issue as per the clinical description. Added- d6a/d6b in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.